Event description:
Additional information received. That the patient's infection was verified, by blood cultures. The reprocessor was not cultured. Only the scopes, that were used on the patient were cultured. Which came back negative, for carbapenem-resistant enterobacterial (cre). At the time of this report, the patient was discharged from the hospital. And there were no other patients that developed cre after using the scope. The facility was not sur,e if the patient came into the hospital with cre or is he developed it during, the hospital stay.

Event description:
It was reported the endoscopy support specialist (ess) was contacted by the customer regarding a patient testing positive for carbapenem-resistant enterobacterales (cre). The bronchovideoscope and airway mobilescope were both used on the patient and the customer was inquiring whether the reprocessor and acecide high level disinfectant were suitable to properly clean the endoscopes. The customer reported they were not sure if the patient was infected by the use of the videoscopes or if the patient already had the infection. A culture test was performed on the two endoscopes and the results came back negative. Additional information regarding the event was requested, but not provided at the time of this report. This report is related to the following linked patient identifier: (.(B)(6).

Event description:
This report is being supplemented to provide additional information provided by the customer. It was reported, each scope was used on the patient on two separate dates. During the patient's hospitalization, the bronchovideoscope was used on (B)(6) 2024 and (B)(6) 2024 and the airway mobilescope was used on (B)(6) 2024 and (B)(6) 2024. The customer confirmed the same scopes were used on different patients, but there were no confirmed subsequent infections at this time.